Event description:
In 2006. I had bilateral inguinal ring hernia's repaired- the surgeon used the prolene mesh hernia patches. . A week after surgery, I found a lump on the right side of my groin. I returned to the surgeon. He said give it time. I did the next visit. He gave me a nerve block. That lasted 3 days. Lump was still there. Finally, I was able to get surgeon to understand what I was saying and to feel the lump. He then scheduled a 2nd surgery for 2007. He informed me & my insurance company that part of the patch had become hard. It's not supposed to. He cut that part of the patch out and said he trimmed the rest down. Now 2 months later I am still in continuing pain. Unable to do almost anything. I cannot get comfortable, I cannot sit/walk for long, cannot lay flat or on right side, it burns at times & feels like it is digging into the right side of my groin. Lost appetite, bowels move once a week. I cannot sleep. All I can do is recline and take the pain pills- vicodin & lyrica- they make it impossible to function and/or work. The pain mgmt dr. Said, he could fry the nerve. I don't think so. An attorney told me the FDA was in the process of issuing an alert for the prolene patch and to file report with the FDA. Pleas help me. I went for a second opinion and he said it is still too tender, and he cannot do anything to try and remove the patch surgically for at least 2 months. Please recall this patch, it is just like the kugel. They are made of the same material and company. Thank you.